Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify did not indicate a lot-specific quality issue. All available information was investigated, and the reported entrapment of device or device component (clip caught on chordae) appears to be influenced by the challenging patient morphology. Additionally, the reported foreign body in patient appears to be due to the failure in untangling the clip and the subsequent clip deployment (procedural circumstances) and foreign body in patient is also listed in the instructions for use as a known possible complication associated with mitraclip procedures. Lastly, the additional therapy/non-surgical treatment was a result of case specific circumstances as an additional clip was successfully deployed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains implanted. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
This is filed to report entrapment of device, foreign body and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted rotated heart. The patient presented with a ruptured papillary muscle and was transferred for an emergency procedure. The first clip deliver system (cds-00718u376 ) was advancing to the mitral valve; however, the clip became entangled with the papillary muscle. Troubleshooting was performed, and the clip arm was maneuvered away from the pre-existing flail of the papillary muscle. The clip was partially freed and the cds was able to steer down to the valve. The clip grasped the leaflets, and possibly grasped the papillary muscle as well. The clip was deployed. A second clip was successfully deployed to further reduce mr. Then a third clip delivery system (cds 00729u128) was advanced to the mitral valve, and the clip was deployed, reducing mr to 1. However, the clip opened to 60 degrees after the release pin was pulled, increasing mr to 2. A plug was placed in the area where the clip opened to treat the mr and two additional clips were deployed to stabilize the opened clip. Five clips were implanted, reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.